Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
The device was tested on the bench was no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented in clinic during follow up, post-sensed t-wave oversensing was observed on the ventricular channel. The patient received inappropriate shock therapies. Programming changes were made during the device check. No further information is available.